Event description:
The customer reported the ventilator would not charge the backup battery which became depleted and alarmed while in pt use. While the customer was attending to the alarm by changing out the ventilator, the battery became completely discharged and the device shut down. The device was not in use on the pt when it shut down. The customer reported there was no pt harm. The respironics service technician reported the ventilator would not power on with ac power or backup battery power. The service technician found both circuit breakers on the ventilator in the off position. If the circuit breakers on the ventilator are in the off position, there is no ac power to the ventilator to provide a charge to the backup battery. The service technician switched the circuit breakers back to the on position to correct the reported problem. Extended self testing (est) and performance verification testing was completed, and the unit passed to operating specifications.